Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The blockage was in the tubing. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: kingdom.